Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that the stimulator keeps shutting off and noted that it happens about once a week. Agent asked, pt confirmed that it started about couple weeks after they got implanted. Agent reviewed the circumstances under which the ins powers off, and the patient stated they had discovered this as well. Agent instructed the patient to maintain adequate charge of the ins to prevent the issue from recurring and reviewed the need to follow up with their healthcare provider (hcp) if the issue persists despite following best practices.